Event description:
It was reported that during a cryo ablation procedure, a system notice was received indicating that the safety system detected fluid in the catheter and stopped the injection. Another system notice was received indicating that there was a problem with the refrigerant port. The coaxial umbilical cable and balloon catheter were replaced without resolution. The case was switched to radiofrequency (rf) ablation. The case was completed with radiofrequency. Test injections were performed without issues. Images showed blood in the coaxial port. The console was deinstalled and decommissioned due to the blood presence. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the data file, image file, and the afapro28 balloon catheter with lot number 08063 were returned and analyzed. The failure data file returned were for a date of 01/01/2002 which might have been from a depleted battery. The failure data file also showed error messages 50024 "a problem with the refrigerant port" and 50005 "the safety system detected fluid in the catheter and stopped the injection." The image file showed the coaxial port of the console with dry blood inside. The balloon catheter was visually inspected, and no anomalies were identified during external visual inspection of the balloon, shaft, and handle segments. The catheter smart chip data was reviewed. Data indicated the balloon catheter was never used. The catheter was recognized and passed the electrical integrity verifications and performance test. The catheter completed the inflation, ablation, and thawing phases with no console system notices generated. No performance issues were identified. Pressure and flow were in range and the temperature curve had no oscillation or overshoot. In conclusion, the balloon catheter passed the returned product inspection and the reported blood in the coaxial port was on the console. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, a system notice was received indicating that the safety system detected fluid in the catheter and stopped the injection. Another system notice was received indicating that there was a problem with the refrigerant port. The coaxial umbilical cable and balloon catheter were replaced without resolution. The case was switched to radiofrequency (rf) ablation. The case was completed with radiofrequency. Test injections were performed without issues. Images showed blood in the coaxial port. The console was de-installed and decommissioned due to the blood presence. No patient complications have been reported as a result of this event.